Event description:
It has been reported that the pads did not adhere properly to the pt during deployment and the device advised that the pads be rechecked. Pt outcome is unk.

Manufacturer narrative:
(B)(4). Product evaluation pending.